Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010 and suture was used. The middle of the body of the needle broke in the area that the needle was grasped. No fragment remained in the pt's body. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). (B)(4). No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.